Manufacturer narrative:
Complaint conclusion: as reported, the filter of an optease 55cm filter was partially advanced from the filter loader into the long sheath but could not be advanced further. Multiple attempts were made to advance it using the pusher; however, it still could not be advanced into position. There was no reported patient injury. Additional information was requested but not provided. An optease vc filter ous, 55 cm femoral only device was received for evaluation with the sheath cannula, filter, and vessel dilator returned inside a plastic bag. Visual inspection identified that the filter was inserted within the cannula, which exhibited a perforation approximately 20.8 cm from the distal end, along with bent/kinked sections at approximately 18.2 cm, 21.3 cm, and 44.2 cm from the distal end; no additional external damage was observed. Dimensional analysis of the cannula outer and inner diameters at the kinked/bent regions confirmed all measurements were within specification. Functional testing was initiated to remove the filter using a laboratory obturator; however, resistance was encountered, and testing could not be completed due to a filter strut protruding through the cannula wall. The cannula was subsequently cut to allow removal of the filter for further evaluation. Microscopic analysis confirmed that one filter strut had perforated the cannula from the inside, with associated discoloration along the inner surface suggestive of mechanical interaction between the strut and cannula wall. The filter was successfully released and evaluated, and no structural abnormalities were identified in the filter. No evidence of manufacturing defects or assembly-related issues was identified, and the analysis does not support that the reported event is related to the manufacturing process. The reported ¿filter ¿ impeded ¿ perforated sheath¿ was seen during the product evaluation. The exact cause of the reported event cannot be determined however, evaluation results suggest mechanical interaction between the strut and cannula wall therefore, use related factors cannot be excluded. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent of making the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿if filter advancement is problematic when using a tortuous vessel approach, stop filter advancement prior to the curve. Advance the sheath introducer to negotiate the curve, then continue to advance the filter¿ based on the available information, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the filter of an optease 55cm filter was partially advanced from the filter loader into the long sheath but could not be advanced further. Multiple attempts were made to advance it using the pusher; however, it still could not be advanced into position. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for analysis.